Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - respiratory insufficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values which occurred in (B)(6) 2024 after the sensor had been inserted in the arm. The patient experienced no symptoms while the cgm was reading "high." She dosed insulin. Sometime later, the patient had seizure and loss of consciousness. The behavior of the display device during this time was not documented. Emergency medical teams responded and the patient was transported by helicopter to the emergency department. There, she had cardiac arrest and required intubation. Medications given were not remembered. The bg was not remembered. She was unable to compare the readings from the rcvr because it was not available at the time. The patient was discharged on (B)(6) 2024 . There was no documentation of further medical evaluation or intervention. At the time of discharge, the patient was weak and trying to regain her strength. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.